Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in-hospital for non-related cardiac related reasons with a device that showed several episodes of non-sustained lead noise. Possible post-paced t-wave oversensing was noted. The device was reprogrammed. Patient was fine after the event.